Event description:
It was reported that lead impedance measurements were greater than 4,000 ohms on all or some of the bipolar and unipolar pairs. The pt had a revision as her gastroparesis had worsened. In the operating room, all the connections were checked and looked fine. The physician rec'd a message with impedances over 800; current was 5ma, voltage was not reported. Further f/u is not possible.

Manufacturer narrative:
Revision.